Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are not responding. Customer's blood glucose level was 326 mg/dl at the time of the incident. Troubleshooting was not provided. Customer was advised to revert to their back-up plan per healthcare provider's instruction. The insulin pump will nor return for analysis.